Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had less than three months of battery. The physician then requested of device diagnostic file as premature battery depletion (pbd) was suspected. Thus, the result from the analysis indicated that the power consumption has been steadily increasing and was expected to continue to increase. To date, this device remains in service. No adverse patient effects were reported.